Event description:
User receiving erratic ise results for approximately 10 patient samples. The following three patient examples were provided. Sample 1 initial result 140 mmol/l, repeat 132 mmol/l. Sample 2 initial result 133 mmol/l, repeat 141 mmol/l. Sample 3 initial result 124 mmol/l, repeat 130 mmol/l. Only initial result for sample 3 was reported. User stated patient was not treated based on the result and a corrected reported was reported. The field service representative determined the cause to be a problem with the electrodes and replaced electrodes. Performance tests were performed.